Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 08/2025.

Event description:
It was reported that during an angioplasty procedure, the balloon had allegedly came off the catheter. It was further reported that catheter allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The balloon was noted to be completely detached from the catheter and was not returned for evaluation. The glue bullet was not seated properly and marker bands are present. No other anomalies were noted during the visual evaluation. Functional testing was not performed due to the nature of the complaint. Therefore, the investigation for the reported balloon detachment is confirmed as the balloon was noted to be completely detached from the catheter. However, the investigation remains inconclusive for the reported difficulty in removing the catheter from the sheath as the functional testing couldn¿t be performed due to the condition of the device. A definitive root cause for the reported balloon detachment and reported difficulty in removing the catheter from the sheath could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the introducer sheath. It was further reported that the balloon allegedly detached from the catheter upon removal. The procedure was completed using same device. There was no reported patient injury.